Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The peritonitis was manifested by abdominal pain, fever, vomiting, and overall not feeling well. The cause of the peritonitis event was unknown. The patient was hospitalized for the event. On the same day, the patient began treatment with 2 types of unspecified antibiotics (doses, frequencies not reported) initially given intravenous (IV) and then intraperitoneally (ip) for peritonitis. At the time of this report, the patient was recovering from peritonitis. Pd therapy was ongoing. Additional information was not available. This is report 2 of 4 involved in this peritonitis event.